Event description:
It was reported that the small intestinal videoscope had no image and light. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in light guide rod lens. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction no image was due to broken charged couple device (ccd) unit. And the most probable cause of the additional malfunction foreign material in light guide rod lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h8, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide rod lens had foreign material, broken coupled charged device. A root cause could not be identified. Based on the results of the investigation, image and lighting disconnections were due to a broken coupled charged device. Additionally, foreign material was observed on the light guide rod lens however, its cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.